Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. A manual injection was given to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.